Event description:
Treatment of an avm (arteriovenous malformation). The patient's anatomy was normal in tortuosity. On (B)(6) 2014, the patient underwent onyx embolization treatment. During the procedure, it was reported the marathon marker band could not be seen on x-ray. The procedure was completed successfully with other catheters. No catheter tip or marker band remained in the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The catheter was returned for evaluation and it was found broken at 172.4cm from the hub with approximately 0.5cm of the distal tip missing. The tubing material near the broken end exhibited plastic deformation (stretching and necking) indicating that the catheter broke while it was being pulled due to a force exceeding the tensile strength of the tubing material.catheter separation.(B)(4)